Event description:
Reportable based on device analysis completed on 23 november 2021. It was reported that failure to cross a lesion occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 16 x 3.00 promus premier select was advanced, but could not pass through the lesion. The device was removed, and the procedure was completed. No patient complications resulted in relation to this event. However, the device returned and analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: a 16 x 3.00 promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 27 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.